Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the charging module port had a crack in it and was unable to be used. There was no pt involvement.